Event description:
Upon insertion of this device into the pt, the physician noted that the device was peeling back. The device was removed and replaced. The pt is reported as fine. The device is not being returned for co analysis.